Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
B3-date of event: used (B)(6) 2019 as the exact date was not provided. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 10mm distal of the distal markerband and extending approximately 60mm proximately across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as the exact date was not provided.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. No patient complications were reported.